Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a dissection was noted during the implantation of the 3.0x 23 mm xience xpedition stent in the heavily calcified, heavily tortuous mid right coronary artery. Another stent was implanted to treat the dissection. The patient outcome was satisfactory. There was no adverse patient sequela. No additional information was provided.